Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The field service engineer (fse) inspected the station and verified mains power. The issue was diagnosed as a failed drawer controller 3.1. A replacement was installed. The station was tested in the application and in hardware test application diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline and black screen. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from backup station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.